Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reports that they used to be on group a, "and then someone reprogrammed it so I don't have to charge as much, so they changed it to group c". Pt says since this reprogramming occurred 2-3 months ago, the stimulation "is changing back to group a on its own and the stimulation will turn off on its own". Patient services had pt use controller, and they are on group c right now. They said if they turn stimulation on manually, they will feel stim but then it will change on its own to group a by itself. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative. It was reported that pt was having issues and then later states he thinks it corrected itself bc he hasn¿t had issues the last 30 days but he wanted manufacturer to check battery. Patient states that his stimulator will sometimes turn itself on and turn itself off. He also states that it will switch groups. Patient states that it sometimes does weird stuff but did not necessarily elaborate. Patient was asked patient to demonstrate with patient controller what was happening or how he was having issues with the patient controller connecting to the battery. Rep noted that there was no issues and that everything was working within normal limits. Rep did interrogate the battery to check to make sure cy cling was off and the adaptive was working appropriately impedance within normal limits. Rep has also checked groups and patient was only using group c for the last 30 days. Patient states that he hasn¿t had issues the last 30 days. Pt states if he has issues again he will contact patient services or get in contact with manufacturer sooner so that he isn¿t waiting 30 days. Pt denies falls and anything else that may cause issues to battery or patient controller. Pt denied all other complaints at this time. The issue was resolved.